Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d732 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, occlusion system alarm and centrifuge leak/break. No trends were detected for these complaint categories. The smartcard and photos were returned for analysis. A review of the smart card data confirmed the occurrence of the occlusion system alarms. A review of the photos confirmed a leak in the centrifuge chamber. However, the root cause for either the occlusion system alarm or leak could not be determined based solely on the returned photos and smart card data. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported an occlusion system alarm during the collect phase of the 6th cycle. The customer stated that there were no previous alarms and they could not find an obvious cause for the alarm. The customer performed a saline bolus, but shortly after that, the alarm recurred. The customer mentioned that there was air in the return bag, and that the bag looked bloated. The customer stated that the patient's line was not open during prime. The customer also stated that there wasn't a leak in either the centrifuge chamber or photoactivation chamber. The customer was advised to abort the treatment. The patient was reported to be in stable/good condition. The smart card and pictures were submitted for investigation. Upon review of the pictures, a small leak was visible in the centrifuge. The customer stated that the leak was only noticed after the kit was uninstalled. The customer reported that there was no leak alarm, however the customer did confirm that there was no blood/fluid at the position of the leak sensor. The customer also stated that there were no clots/aggregates visible during the treatment.